Event description:
Same case as MDR ID# 2134265-2013-07422. (B)(4) study. It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. (B)(6) 2009 the patient identified with a qualifying condition as unstable angina and was referred to cardiac catheterization. The 70% stenosed and 10mm long target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation using a 2.5x15mm apex balloon catheter followed by placement of a 2.5x12mm promus study stent. Post dilation was performed with a 3.0mm quantum maverick balloon catheter. Further angiography revealed a type b dissection distal to the placed study stent. The dissection was treated with placement of 2.5 x18 mm promus stent overlapping a 2.5 x12 mm promus stent. A small occluded side branch was noted by the stented segment in the 1st diagonal artery, this was also associated with the patient chest pain. Medications were administered for the chest pain. A non-target lesion located in right posterior descending artery was treated with pre-dilation and placement of a 2.5x32mm taxus stent. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).